Event description:
Subsequent to the initial medwatch report additional information received indicated that the patient developed intermittent moderate groin pain, which resolved 44 days after the procedure after treatment with an unspecified medication. The groin pain was reported to have resolved without sequelae. No additional information provided.

Event description:
It was reported that post a stenting treatment procedure, a stent damage occurred. Access was obtained through the right femoral artery. The target lesions were located in the left coronary, the occluded circumflex (cx) and the proximal right coronary artery (rca). To treat the mid left anterior descending (lad) artery, the lesion was predilated and stented with a non-bsc stent. Ivus revealed severe disease with soft plaque. A 2nd non-bsc 32mm stent delivery system (sds) was advanced to the lesion and was deployed. However, the ostium of the left main was not covered and an 8x3.5mm promus sds was advanced. The stent was deployed in the ostium of the left main and immediately after deployment the stent was well positioned and expanded. However, ivus revealed residual plaque at the distal margin of the 2nd stent implanted in the proximal lad and a 3.5mm balloon was advanced for post-dilatation. Next, a 20mm non-bsc stent was deployed between the proximal and mid lad. The force used to advance the 4th sds into position caused the promus stent to compress. The stent was reduced in length as the proximal end was crushed. To treat the promus stent, a 12x4.0mm taxus stent was deployed with excellent expansion. After closing the puncture site, the patient had sudden pain to the right lower limb. The external iliac artery was completely occluded. Peripheral angioplasty was performed and flow was restored with 60-70% residual stenosis. The physician went back into the coronary and placed an additional stent in the proximal rca. The stent was post dilated to 3.5mm. Also, the right iliac artery had severe recoil with 90% stenosis, therefore a 8x6mm non-bsc stent was deployed to 10atms resulting in good distal flow. The patient was intubated and ventilated because of the large amounts of contrast used during the procedure. Two days later, the patient had elevated potassium levels and went into asystole requiring cardiac massage. The patient was re-intubated and st depressions were observed indicating severe myocardial infarction. The stent in the rca was patent with evident stenosis in the 3rd segment of the vessel. The stents in the left coronary were all patent. The patient was administered aspirin and prasugrel post procedure. The device is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed the handle was in backdown position. There were clamp marks found on the coiled suture lumen and marker tube. The needles were not returned. There were 3 suture tails approximately 3-1/2 inches and one suture tail about 3/8 inches that were exposed at the guide. There was no needle strike mark on the barrel face. Based on the investigation findings, the clamp marks found on the coiled suture lumen and the collapsed suture tube at the hub area is an indication that a hemostat was applied before the needle deployment. Clamping the suture tube interfered with suture deployment and needle trajectory causing the needle to bend and strike the barrel face. There were no abnormal observations with the condition of the returned device that could have contributed to the reported complaint. Therefore, the root cause for these failure modes is due to incorrect technique. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during needle deployment, one of the four needles did not deploy out from the barrel of the device as expected. The device was removed over a guide wire. Although, excessive bleeding occurred around the sheath of the second prostar xl device, an attempt was made to deploy the device. During needle deployment of the second prostar xl device only 2 cm of suture presented with the needles. The device and suture were removed. A surgical cut down revealed a sidewall puncture, which was surgically sutured. Hemostasis was achieved with surgical closure. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been rec'd. Device #1, prostar xl, part# 12322-01, lot# unknown. This device is indicated and is being filed under a separate medwatch MFR number.